Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a pair of ted stockings. The customer reports the patient had skin irritation causing a skin ulcer. The patient was sent to the wound center for wound treatment, which las led to prolonged hospital stay and healing time.

Manufacturer narrative:
(B)(4).